Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non zero force. The pump was run for 24 hours successfully. The force calibration testing passed. The loss of prime issue was unable to be duplicated during investigation. Unrelated to the original complaint, the display was dim and red. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.